Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device indicated the superior vena cava (svc) defibrillation lead impedance was high and fracture was not identified under fluoroscopy. A revision was performed and the svc portion of the lead was turned "off" and it was capped. The right ventricular portion of the lead and the device remain in use. No patient complications have been reported as a result of this event.